Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapese vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting of the filter and perforation. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information provided the perforation of surrounding tissues and organs could not be confirmed, further clarified nor a cause determined. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter and perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b6, b7, d1, d4, d11, g3, g4, g7, h1, h2 and h6. Section b5: additional information received per the medical records indicate that the patient has a history of recurrent deep vein thrombosis (dvt), morbid obesity and prior surgery. The filter was deployed via the patient's right femoral vein. It was placed in an excellent position. The patient tolerated the procedure well. There were no complications.   Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter, perforation of organs and perforation of the inferior vena cava (ivc). The patient continues to experience pain, suffering and anxiety. The patient became aware of the reported events twelve years after the index procedure during a computed tomography (CT) scan.   The form also states that the tip of the filter is located 9.7 mm below the level of the right renal vein. The superior tip abuts the anterior wall, the inferior tip abuts the posterior/lateral wall, all of the filter struts project beyond the lumen. The anterior/medial struts abut the wall of the abdominal aorta. Two posterior struts abut the anterior cortex of the upper l3 vertebra. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapese vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting of the filter and perforation. According to the patient profile form, the patient became aware of filter, perforation of organs and perforation of the inferior vena cava (ivc), approximately twelve years post implant after a computed tomography (CT) scan. The review of the scan noted that tip of the filter is located 9.7 mm below the level of the right renal vein, the superior tip abuts the anterior wall, the inferior tip abuts the posterior/lateral wall, and all of the filter struts project beyond the lumen with the anterior/medial struts abutting the wall of the abdominal aorta and two posterior struts abutting the anterior cortex of the upper l3 vertebra. The patient also reports experiencing pain and anxiety related to the filter. The indication for the filter implant was a history of recurrent deep vein thrombosis after a prior surgery and morbid obesity. The filter was placed via the right femoral vein and deployed below the renal vein. The patient tolerated the procedure well without complications. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. With the limited information provided the perforation of surrounding tissues and organs could not be confirmed, further clarified nor a cause determined. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Due to the nature of the complaint the reported pain could not be further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.